Manufacturer narrative:
This product was never returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that two weeks after being implanted, this right ventricular (rv) lead was suspected to have perforated the patient. No capture, high thresholds, and a drop in impedance measurements down to 300 ohms were also observed on the rv channel. Surgical intervention was performed and the rv lead was explanted and replaced. The physician was observed to have damaged the insulation of the rv lead during the procedure. No additional adverse patient effects were reported.